Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increased pacing threshold measurements. It was determined the lead had not dislodged, rather the increased thresholds may have been due to exit block. An invasive procedure was performed and the lead was successfully repositioned. No additional adverse patient effects were reported.